Manufacturer narrative:
Correction: this MFR# is a duplicate of MFR#3012307300-2019-00947. Therefore, please retract this MFR#.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed alarm code 1870. There was no reported injury to the patient.